Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection: the sample don?t present any damages, scuffs, pinch marks, cracks, crazing, etc. Could cause the failure mode reported. Sample was received without blue clip and without white cap. Functional testing: sample was filled with 100 ml of water; the sample was connected to the cadd legacy plus to look for unusual function. Sample was fully priming and connected without difficult, the pump was set running and no alarms was activated. Complaint is not confirmed. The cause of the reported problem could not be determined. A DHR review was performed and no problems or issues were identified during this DHR review.

Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that immediately on use of a smiths medical cadd cassette reservoir, it was noted that the pump beeped and could not recognize the cassette. No patient consequences were reported. No adverse effects were reported.